Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. During routine preventative maintenance (pm), the getinge service representative evaluated the iabp unit and verified that the problem was with the connection from the base to the head at console. The service representative replaced both coiled cable and internal cable to back plane. The service representative tested the system and verified that this corrected the problem. The iabp unit passed all functional and safety tests per factory specifications; was returned to customer and cleared for clinical use. Please note, the full event site name listed is (B)(6).

Event description:
During routine preventative maintenance (pm) of the intra-aortic balloon pump (iabp), the getinge service representative found error codes 111 and 112 in the history. The display is lost when cable to monitor is moved. There was no patient involvement, thus no adverse event was reported.